Manufacturer narrative:
Additional information: b5 - update. H6 - codes updated. Investigation results: no product was provided and article number was unknown. The investigation was based upon event description. Batch history review: a review of the device quality and manufacturing history records is not possible since the lot number is unknown. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: due to the lack of information and that this is a complaint with a collective number, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon investigation results, a CAPA is not necessary.

Event description:
Update: unknown kerrison had thin footplate. Intended procedure had been spinal surgery.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product kerrison via information received from medwatch 2400930000-2023-8023. According to the complaint description, the kerrison that had been placed on stand was found to have a missing screw during spinal surgery. The screw was not found during a visual search. An x-ray was taken and read by radiologist who confirmed there was no retained screw. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4) (aesculap ag reference no. (B)(4)).